Event description:
The reporter stated that the surgeon was advancing a 20.5 diopter three piece collamer lens in an aq cartridge and the cartridge caused the lens to flip over in the injector and the lens tore upon insertion and was removed with no pt injury.

Manufacturer narrative:
(Lens is flipping over in cartridge) - eval: - lot number search. Results - a visual inspection of the returned product shows there are two tears in the optic/haptic junctions of the lens. There is clear surgical residue on the lens. It should be noted that the injector was not returned for eval. A lot number search for the cartridge was performed for similar complaints and there were two similar complaints.